Event description:
It was reported that the customer had an issue where sometimes his bolus corrections were not delivering. Customer stated that the screen times out even though he pressed the act button. Customer stated that it has been on and off since he's gotten the pump. Customer was not sure if it was him or the pump that caused the issue. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.